Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. In general, the patient described one of the inaccuracies she experienced was when the cgm was reading 288 mg/dl and the bg meter was reading 236 mg/dl (it is unclear when this comparison was done during this event). On 01/31/2024, around 12:00pm, the patient¿s cgm reading was 125 mg/dl and the patient self-treated with 9 units of insulin as the patient was on her way to a restaurant for lunch. The patient left for the restaurant and while driving, the patient started experiencing confusion and was ¿feeling funny¿. The patient pulled off the road into a parking lot. The patient was then feeling ¿hot and sweaty¿. The patient stated that she could hear her dexcom device beeping at this point but was unable to recall what the specific cgm value was. The patient lost consciousness around 1:00pm and woke up on her own around 4:00pm. The patient received no treatment or assistance during this time. The patient drove herself home and reported that her bg level was ¿up¿, although she had not eaten anything. The patient reported being ¿fine¿ at the at time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the patient self treated with insulin. The unspecified date for reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.